Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation. The maverick monorail balloon was removed and replaced with a maverick monorail 1.5/20mm catheter to successfully complete the procedure. The pt was asymptomatic during this event. A medikit introducer sheath, a neo's miracle3 guidewire, a 6f britetip jl4 guide catheter and an encore inflation device were also used in this case. Pt status is reported as 'good'.